Event description:
The customer reported that this defibrillator unit failed to deliver a shock while on a patient.

Manufacturer narrative:
We have received the device, but have not yet completed our investigation.